Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient changed her sensor around 1:00 pm. Then, the patient ¿did not do a bolus in the evening¿, ¿did not enter her carbohydrates¿ in the system. ¿did not do a manual or pen bolus¿ and ¿did not eat anything¿. The patient went to bed with a bg of 68 mg/dl. The patient was found in a diabetic coma at 2:00 am ((B)(6) 2025). The patient's blood glucose levels reached 37 mg/dl. At the hospital the sensor was removed and replaced and automated delivery was resumed at 10:30 am. And was switched to manual mode in the afternoon. There was no information about the treatment administered. The patient was discharged after at least 12 hours. The patient reported that there was no alert from the dexcom device for hypoglycemia and on the dexcom graphs were not hypoglycemia as severe. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. The serious adverse event is documented under MFR number (B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The serious adverse event is documented under MFR number 3004753838-2025-079360.